Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they were having issues with their quality controls going out of range for the troponin t (tnt) stat (short turn around time) assay when tested on one measuring cell of the analyzer. The customer stated that they would need to recalibrate the assay in order for controls to come back into range. The customer questioned four patient samples that were tested. Of the four samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 0.045 ng/ml and this value was reported outside of the laboratory. The sample was repeated on the other measuring cell of the same analyzer and resulted as 0.037 ng/ml. The repeat result was believed to be correct. The second sample initially resulted as 0.045 ng/ml and this value was reported outside of the laboratory. The sample was repeated on the other measuring cell of the same analyzer and resulted as 0.036 ng/ml. The repeat result was believed to be correct. The patients were not adversely affected. The tnt stat reagent lot number was 17328701 with an expiration date of 07/31/2014. The field service representative determined that the measuring cell was clogged. He replaced the measuring cell. He ran performance testing and results of this were good.

Manufacturer narrative:
A specific root cause could not be determined. A clogged measuring cell is the most probable root cause. It was also determined that the customer was not following the primary tube manufacturer specifications for centrifugation.